Manufacturer narrative:
The technical support employee stated that the cell-dyn 3500 involved is a non-active demonstration object that was completely taken out of service and only being used as a demonstration tool. The cell-dyn 3500 analyzer was retired by abbott laboratories on june 30, 2012. The technical support employee was not wearing personal protective equipment at the time of the incident. Product labeling was reviewed. Step by step instructions on how to replace sample loader vent/aspiration needle are included in the operator's manual. The instructions clearly state to use needle nose pliers, grip the holding clip on the mounting block and carefully pull it forward until it clears the block. In addition, the manual states to wear appropriate personal protective equipment. The technical support employee did not refer to the cell-dyn 3700 operator's manual. Instead, she used a retired cell-dyn 3500 instrument, used her fingers as opposed to pliers, and she was not wearing ppe. Based on results of this investigation, the incident was determined to be due to use error. No product deficiency was identified. The cell-dyn 3500 is retired and should not have been used for troubleshooting the cell-dyn 3700. The cell-dyn 3700 operator's manual contains adequate instructions for the troubleshooting performed.

Event description:
An abbott technical support employee that was troubleshooting a cell-dyn 3700 analyzer stated that while attempting to remove the closed mode probe off an inactive cell-dyn 3500 analyzer, she injured her left thumb on the corner of the metal clip that holds the probe. She didn't notice the injury at first, because it was small, until it started to bleed. There was no direct contact with the probe itself. A boostrix vaccine (tetanus, diphtheria, and pertussis) was given by the company doctor.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).